Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested an extended bolus for 15 minutes, but the bolus continued for 30 minutes. The contact confirmed in the bolus history that the extended bolus was manually stopped after 30 minutes. Upon reviewing the t:connect data logs, tandem technical support verified that the contact requested an extended bolus at a duration of 120 minutes. The contact disagreed and insisted that the amount requested was 15 minutes. The contact declined further troubleshooting. The customer's blood glucose level was 256 mg/dl.